Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and the front bezel, lid , and chassis were scratched. Also the white gasket tubing is missing from lid/bezel assembly. Complaint of electrical short could not be reproduced. Unit passed functional testing during 6 hour burn-in and no shorting out occurred during testing and burn-in. All functions perform as expected. All power and impedance readings were within spec. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that device is shorting out. No case involved.